Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-jan-2019 with the following findings: a review of the total daily dose showed the pump delivered the full basal program. No evidence of a delivery interruption was verified the history. During investigation, the battery compartment was cracked above the grip pad. The battery cap was able to secure. No power losses were duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reported contacted animas alleging that the patient experienced a blood glucose over 500 mg/dl with polydipsia, polyuria and nausea associated with an alleged power issue. Reportedly, the patient remained on the pump and was treated with insulin via the pump and insulin via injection by a doctor via a doctor¿s appointment. During troubleshooting with customer technical support, it was noted that the pump was turning off by itself. It was also noted that the battery compartment was cracked. This complaint is being reported because the patient experienced hyperglycemia associated with an alleged power with damage issue.